Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling cartridges with 300 units of insulin. The customer¿s blood glucose level was 425 mg/dl. In addition, during a follow-up call on (B)(6) 2017, the customer reported going to the hospital. Tandem technical support attempted to obtain information regarding the hospitalization; however, the customer refused to discuss the event. Reportedly, the customer had manual injections available as alternate insulin therapy.